Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
It was reported that during procedure the phaco tip was occluded and there was no aspiration at the phaco tip. They used another phaco tip to successfully complete the cataract procedure. There was no patient injury reported. It was indicated that the device is not available for investigation as it was discarded. No further information was provided.

Manufacturer narrative:
Device manufacture date: in the initial report the device manufacture date ''9/7/2017'' was listed which is incorrect. The correct device manufacture date is 8/17/2017 which is captured in this report. Device evaluation: the product evaluation could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: a device history record review (DHR) was performed by the third party manufacturer (tpm). A batch record review originally conducted on 9/23/2017 for the initial release of product and again on 3/22/2018 with no defects and no additional information being found relating to the reported issue. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.